Event description:
The account alleged the side rail would not latch. No pt impact.

Manufacturer narrative:
The technician found the side rail latch was sticking due to being dirty. The technician cleaned the lubricated the side rail latch to resolve the issue.